Event description:
It was reported that the device would not deploy as the doctor could not pull the handle back far enough to release the device. The device was removed via the jugular vein and another one was implanted without a problem. There was no reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. Neither the filter or the delivery system has been returned for evaluation to date. Based on the info received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (info for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.